Event description:
C.a.t.s. Continuous autologous transfer system is a hemo cell saving device used in surgery. Staff started noticing that the scavenged blood (re-infusible blood) was at a much lower than expected volume. Example: scavenge 2700ml but could only return 300ml. Staff also noticed that the blood in the waste bag looked darker and thicker than normal. No changes had been made in accessory equipment such as tubing or fluids. We have 4 machines and problem was not confined to any one of them. The surgical procedure being done didn't seem to affect the reduced volumes. The situation caused increased use of banked blood for multiple patients.======================health professional's impression======================increased the amount of banked blood patients required due to lower usable volume of scavenged autologus blood.======================manufacturer response for autologus blood scavenging device, c.a.t.s.======================terumo provides customer support - third party servicer. They have come onsite and tested the devices. They cannot determine cause. Terumo states the 4 units should be replaced and are making such arrangements.